Event description:
Description of event: the needle came through the sheath. Product is ready for return. "As per cc form": "the needle came through the sheath." Product is ready for return. Internal customer return ref nr (B)(4). Customer requested free replacemet. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: requested.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot: c2104244 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 06 june 2024. Visual inspection: distal end of needle examined, and no issue observed but sheath observed to be damaged the distal end and needle coming out of the sheath approx. 3mm from the tip of the sheath (ipe of ruler (ipe0402), stylet examined, and no issue observed. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract with difficulty, stylet removed from device without issue, stylet re-inserted to device without issue, needle removed from device and slight kink observed proximally below sheath extender. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number: c2104244 did reveal a discrepancy which is one non-conformance due to fm (foreign matter) embedded in packaging. This would not have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and lable: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender leading to the resulting difficulty with the needle advancing. This difficulty in advancement could have resulted in a jerking movement of the needle which may have caused the tip of the needle to penetrate the distal end of the sheath. A CAPA: (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: 1 unit of lot: c2104244 of echo-19 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal needle kink which would have led to the needle piercing the sheath.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-nov-2024.